Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a difficulty charging the ipg due intermittent communication between the ipg and external device. In turn, the patient had his scs ipg explanted and replaced. Stimulation therapy was reportedly restored postoperatively.